Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company acceptance criteria. A root cause could not be identified conclusively. (B)(4).

Event description:
An optician reported a patient with rainbow glare of the right eye one day post lasik treatment. Upon additional follow up it was reported the patient is doing well but the symptoms continue.